Event description:
Tubing change had to be done due to leaking filter. On (B)(6) 2019 peripheral PICC culture were both positive. Filter was noted to be leaking again on (B)(6) 2019. Positive cultures on (B)(6) 2019 peripheral and PICC.